Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The recall number assigned to the event reported in this manufacturer report has been received and documented in section h9 of this report.  Section h10:  the delivery system was not returned to edwards lifesciences for evaluation, as it was discarded by the facility. Procedural cine showing the valve deployment step, however, was provided. Review of the cine images showed confirmed mild to moderate calcification in the patient annulus.  A balloon burst was observed upon full inflation of the thv, confirming the complaint.  Time to fully inflate balloon was approximately 5 seconds. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process.  In addition, product verification testing was performed on a sampling basis and all testing met specifications.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events.   A device history review (DHR) performed revealed that there were no manufacturing related issues that would have contributed to this allegation. A review of lot history revealed no similar complaints. A review of complaint history from august 2018 ¿ july 2019 revealed additional returned complaints for the reported event. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes.  There was no evidence of device malfunction or manufacturing non-conformance. Available information supports that patient factors, (calcification) and/or procedural factors, (device manipulation/excessive force as a result of insertion difficulty) likely led to the reported events.  The ultra delivery system is a recently commercialized device, and control limits therefore have not yet been established.  Per the post-market surveillance plan, complaint trends are reviewed at minimum if there are 3 complaints per month for 3 consecutive months. Review of complaint history from may 2019 to july 2019 revealed the trigger for trend review has been met for the reported event.    The device preparation manual, the ultra delivery system instructions for use (IFU), and the procedural training manual were reviewed for instructions or guidance for proper use of the ultra delivery system and no deficiencies were identified.  A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.    The complaint was confirmed based on the video provided.  Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis as well. As a result, presence of a manufacturing non-conformance was unable to be determined. However, a review of DHR, manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. In addition, a review of the IFU and training manual revealed no deficiencies. Per the event description, upon full inflation of the balloon, the balloon burst. It was reported that the patient had mild to moderate calcification in annulus/leaflets. It is possible that the balloon interacted with calcification upon inflation, and the calcium punctured the balloon. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, or stress concentration.   In conclusion, it is likely that patient factors (calcification in annulus) contributed to the complaint event.  Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation was not required.  However, a product risk assessment was previously initiated per management discretion to investigate the balloon burst/withdrawal difficulty issue and its associated risks. A training bulletin has been released to assist in reinforcing key training steps in valve deployment and delivery system removal.  A  CAPA has been initiated to address ultra balloon burst and retrieval issues and is currently in the investigation phase. Additionally, the CAPA will be used to capture the effectiveness of the training bulletin. The CAPA is in the implementation phase.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, once the ultra delivery system balloon reached full inflation (nominal volume), the balloon burst.  Despite this, the valve was implanted well and no post dilation was required.  The delivery system was removed through the sheath without issue.  The patient was noted to be doing well post procedure. It is perceived that the balloon burst might have been caused due to, ¿too fast inflation¿ although the inflation technique was described as, ¿slow-medium¿.  No bav was performed prior to balloon inflation. The patient had mild-moderate annular calcification.